Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 40 year old male cardiomyopathy patient presenting for impella support. During support, a blood flow occlusion was noted in the patient's brachial artery that prompted premature removal of the device and intervention to remove a thrombus.